Event description:
It was reported the glass on the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed that the display lens was broken. It was also noted that the lower case and lead flex cover were broken, one side bail cover and side bail were missing, one side bail cover was broken, the ring cover was contaminated, the battery contacts were compressed, and the keyboard was scratched. (B)(4).